Event description:
It was reported that four months after the replacement of their implantable cardiac defibrillator (ICD, the patient was admitted to the hospital with a diagnosis of sepsis, vegetation, and positive blood cultures. The patient was in acute renal failure requiring dialysis and respiratory failure requiring ventilator support. The source of the infection was indicated as vegetation on the tricuspid valve and bacteremic with positive blood cultures. The ICD and three leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 implantable tachy lead 2008-(B)(6), 5076-52 implantable pacing lead, 2007-(B)(6), 419488 implantable pacing lead 2007-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.